Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in singapore. It was reported that a patient was on cardiohelp-I. The hls set was primed as per IFU (instruction for use), including the zeroing of pressures. The customer noted high delta p from the start. Customer subsequently used regular pressure transducer sets and read the pint and part pressure. Pint is measured at venous sampling" luer lock connector and part is measured at luer lock connector "arterial sampling". Following values are measured: (cardiohelp) pint 217 vs pint 184 (ext pressure transducer) overread by 33. (Cardiohelp) part 125 vs part 157 (ext pressure transducer) underread by 32. (Cardiohelp) delta p 92 vs delta p 27 (ext pressure transducer) overread by 64. The cannula used were 21 fr for drainage (femoral access) and 19 fr return to rijv. The affected hls set is currently on the patient and was not exchanged. The customer used an external monitoring. No harm to any person has been reported. Due to infection control reason from the hospital, the affected hls set is not available for investigation, therefore a technical investigation could not be performed to determine a root cause. However, according to the risk file of the hls set the following root causes can lead to the reported failure: - no control on pressure; - high pressure; - patients blood is exposed to inappropriately high blood loss. Referring to the instruction for use ( hls set advanced 5.0 / 7.0, hit set advanced 5.0 / 7.0, v2.3, chapter preparation and installation) the pressure sensors have to be checked before priming. Further the cardiohelp has a flow/bubble sensor and a venous probe to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. The production records of the affected be-015703112 #shls module advanced adult with lot#3000309547/3000312430 were reviewed on 2023-10-31. According to the 100 % inspection, all be-015703112 #shls module advanced adult with lot#3000309547/3000312430 passed the tests as per specifications. Production related influences are unlikely. Based on the results the reported failure could not be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported failure and product and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending. H3 other text : 4115.

Manufacturer narrative:
UDI related data quality updates only: this follow-up emdr is submitted to include the UDI number for device related to this event, please refer to section d4 unique device identifier (UDI) for the complete UDI number. The investigation results have not been changed since the last emdr (mfg report number 8010762-2023-00493).

Event description:
Complaint ID: (B)(4).

Event description:
The event occurred in singapore. It was reported that a patient was on cardiohelp-I. The hls set was primed as per IFU (instruction for use), including the zeroing of pressures. The customer noted high delta p from the start. Customer subsequently used regular pressure transducer sets and read the pint and part pressure. Pint is measured at venous sampling" luer lock connector and part is measured at luer lock connector "arterial sampling". Following values are measured: (cardiohelp) pint 217 vs pint 184 (ext pressure transducer) overread by 33; (cardiohelp) part 125 vs part 157 (ext pressure transducer) underread by 32; (cardiohelp) delta p 92 vs delta p 27 (ext pressure transducer) overread by 64; the cannula used were 21 fr for drainage (femoral access) and 19 fr return to rijv. The affected hls set is currently on the patient and was not exchanged. The customer used an external monitoring. No harm to any person has been reported. Complaint ID: (B)(6).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.